Event description:
The manufacturer was informed of this event through the patient tracking department.based on the information reported in the patient implant form, a memo 4d annuloplasty ring 4dm-26 was implanted and explanted on (B)(6) 2022. No further information is presently available. No allegation of any device malfunction nor of a serious injury was received from the site regarding this event.